Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Evaluation of the photograph found that the minicap was not tightened to the luer as far as it should have been for usage. The photograph indicated that the device was not a short shot. The minicap threading was unable to be evaluated through the photograph. The reported condition could not be verified based on the photograph. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set separated from the minicap. The home patient could not drain or fill. There were no leaks. The patient used tape to secure the cap and transfer set together, and went to the clinic to have the transfer set replaced. The nurse was concerned whether using too much alcalvis on the gauze could cause the seal to break down. There was no patient injury or medical intervention associated with this event. No additional information is available.